Event description:
It was reported that a physician was attempting to deploy a 2.5mm diameter x 30mm length endeavor sprint rapid exchange (rx) drug eluting stent to treat a lesion in cx with moderate tortuosity , little calcification and 95% stenosis. The lesion was pre-dilated, however the stent was unable to pass the lesion and when the stent was removed from the patient, the stent struts were noted to be damaged. Two other brand stents were then successfully used. No patient injury occurred and no clinical sequelae were reported. Device evaluation: the stent was positioned between marker bands as per specification; multiple stent struts were raised, damaged and deformed cine image review: the procedural images confirm the long diffuse lesion in the lcx. The lcx was treated with multiple pre-dilatations with a 20mm balloon. No images were captured on the attempted unsuccessful delivery of the endeavor sprint device.

Manufacturer narrative:
Results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (patient lesion morphology, 95% stenosis, calcification, moderate tortuosity). Conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology, 95% stenosis, calcification, moderate tortuosity). (B)(4).